Event description:
A report was received stating the listed device was in use for approximately 32 hours when the nurse and respiratory therapist noticed the volume of liquid in the cuff to be lower than recorded during the previous shift. A non-emergency tracheostomy tube change was performed. No permanent adverse effects to the pt reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.